Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to all four poles became non capture. A new lead was placed. No adverse patient effects were reported.